Event description:
When contacted by beckman coulter inc. (Bec) via the accutni marketing survey program (msp), a customer reported an occurrence of a non-reproducible false positive troponin (accutni) result for one (1) patient. The false result was generated on a unicel dxc 600i synchron access clinical system and was reported out of the laboratory. Repeat analysis of the patient sample on the same instrument produced a lower accutni result within the normal reference range. The patient report was amended with this result. The customer declined to provide specific data to include the patient's demographics and sample data report. The laboratory has an accutni patient sample repeat analysis procedure in place. Criteria details were not provided. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Per the customer, the device was performing within quality control specifications upon bec contact with the customer. While there is no report of adverse event or serious injury related to this event, the effect on patient treatment is unknown.

Manufacturer narrative:
The laboratory uses lithium heparin non gel separator tubes for accutni sample collection. Initial accutni analysis is performed on lithium heparin plasma samples while repeat analysis is performed on lithium heparin and serum samples if available. Specific centrifugation data was not provided. The customer did not provide specific quality control data. A root cause could not be determined for this event.